Event description:
Medtronic insulin pump 512 infusion overdose. Pt changed the insulin reservoir at 10:45a in 2005 as well changed the battery before leaving for thanksgiving dinner. Pt experienced a hypoglycemic episode at approx 1pm. After eating to correct the low and not administering any additional insulin. Pt experienced another event at approx 3:30p. Pt became unconscious and the spouse instantly admin sugar upon review of the reservoir volume (starting at approx 180u) the pump had only 85 units left - an unexplained, unrecorded over dosing of 100 units! The daily dosage in 24 hr is 40 units. Thankfully pt was not home alone or driving - as pt would have died or worse yet been killed as well as others.